Event description:
It was reported that a patient observed air bubbles in the patient line of an automated peritoneal dialysis (apd) set with cassette during initial drain. It was unknown if the patient line was primed correctly. The technical service representative (tsr) assisted the patient to end therapy and start over with new supplies. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.